Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The sheath was tested for leaks and failed all leak testing. The device was examined on the microscope, and it was found that the external split valve to be torn at the slit designed to seal around inserted devices. Based on all available information, the cause traced to component failure conclusion code was selected for the "visible air/bubbles" and "leak." Allegations.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath was selected for use. The sheath had a leak and air bubbles were visible through the valve. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath was selected for use. The sheath had a leak and air bubbles were visible through the valve. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.